Event description:
Display backlight failure [device issue]. Case description: on(B)(6) 2015, a respiratory therapist (rt) spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient. The rt reported a blank display with inomax dsir# (B)(4) and further explained that the device makes the expected audible tones during boot-up, but no graphics are displayed. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Case comment: on (B)(6) 2015: this is a non-serious, post marketing case that does not contain any adverse event. The manufacturer considers that it is possibly related to the device. The case is deemed reportable because it is considered as a sentinel case with similar, previously reported device failure mode that had resulted in serious adverse patient consequence (index case MDR 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 06-apr-2015. Evaluation summary: inomax# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) investigation confirmed the reported complaint of blank screen; the rsc experienced a blank screen at boot-up. The service log review revealed several delivery failure (df) alarms raised due to backlight current below minimum. The rsc replaced the touchscreen/display assembly. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).